Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's wound appeared to be healing however the patient was presented to the emergency department with confusion, weakness, and slurred speech. Lab results were out of range. The patient was admitted to the hospital for cellulitis. The wound was treated with intravenous antibiotics and was discharged four days after admission. The patient has been ordered to follow up with their physician and remain on antibiotics.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was implanted with a sensor delivery system on (B)(6) 2016. Two days later the patient went to the emergency room with swelling and groin pain. A hematoma was identified and surgical intervention took place to address the issue. The patient experienced ongoing wound issues and radiological intervention was taken however results were negative. The issue resolved with ongoing wound care. It was noted this is a clinical study patient. It was also noted the patient's issue was procedure related and not device related.